Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind due to the motor encoder being out of phase. The unit also had a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of a motor error alarm on their insulin pump while rewinding the device. The patient's blood glucose level was normal and didn't require medical treatment. There were other motor error alarms in the pump history as well. The insulin pump was returned for analysis and a replacement device was shipped to the customer.